Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-18938). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that patient presented to the hospital after receiving vibratory notification alert for eri. Device was noted to have reached eri prematurely. The device was explanted and replaced. Patient had no complications after the event.